Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this single coil defibrillation lead exhibited a high out of range shock impedance measurement. Technical services discussed this appeared to be a gradual increase in measurements. Additional information was received confirming this lead was checked and will continue to be monitored. No adverse patient effects were reported.